Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. The 90% eccentric stenosed lesion being treated was located in the non-calcified, mildly tortuous proximal left anterior descending (lad) artery. Access was gained through the left femoral artery. Angiomax was administered. Angiography was performed. The lesion was predilated with a 2.5x12 mm voyager balloon, inflated to 12 atms. Transient angina was provoked during this part of the procedure, as well as a short run of ventricular tachycardia. Angiography was repeated and improvement was demonstrated in the treated area. A 3.00x12 mm taxus express2 drug eluting stent was placed, inflating to 18 atms. The lad artery, at the site of the stenting, demonstrates no evidence of residual obstruction. Medications prescribed after the procedure: aspirin and plavix. One year following the original stent placement, the patient was brought back to the cath lab due to chest pain. An in-stent thrombosis, in the lad, was diagnosed through angiography. The patient was given integrilin and 3.5x13 mm cypher stent was placed. Toprol was given during the procedure. No additional patient complications were reported. Patient status reported as "stable". Two weeks prior to the reintervention, the patient had an intravascular procedure which revealed no abnormalities.